Manufacturer narrative:
Attempts to obtain additional information and device were unsuccessful. Without return of the explanted device or additional information the reported clinical observation cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 29mm mitral bioprosthetic valve was explanted after an implant duration of three months (3) months, 22 days due to unknown reasons. The explanted device was replaced with a 31mm same model valve. Attempts to obtain additional information and device were unsuccessful.